Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately low. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt, since the medical affairs specialist (mas) was unable to reach the pt by phone. The pt reported that the alleged issue began the month prior to contacting lfs. On an unspecified date/time, the pt reported obtaining a reading on the subject meter that was 60 points lower than her precision meter. The pt was unable to confirm the actual results obtained on either of the meters, but stated the readings were taken between 5-15 mins of each other. It is unclear what action the pt took regarding her diabetes management at the time of those tests, but mentioned she had been experiencing frequent urination and headaches at the time the reported issue began. On an unspecified date in the previous month, the pt reported that she went to see her doctor as a result of the alleged issue. The pt mentioned that her doctor "verified" that her blood glucose was higher than what the subject meter was reading (blood glucose results unk) and was advised to increase her 70/30 humulin insulin from 40 to 50 units. The pt confirmed that her doctor did not administer any insulin at the time of her visit. At the time of troubleshooting, the cca confirmed that the pt was using the correct testing technique and that she was cleaning the puncture area properly. However, the pt did not have the subject meter with her; therefore, the cca was unable to walk the pt through a control solution test on the meter/strips. This complaint is being reported because there is insufficient evidence to conclude that the subject meter did not contribute to a serious injury. Because the pt developed symptoms suggestive of hyperglycemia and her physician's treatment confirmed that her blood glucose was elevated, there is a possibility that the alleged issue may have contributed to a delay in treatment.